Event description:
Epidural pump alarming. Registered nurse (rn) suspected that the line was kinked. When patient rolled further to her right side to allow rn to trace the epidural catheter line, rn discovered that the epidural line had dislodged from the clear, plastic connection piece that attaches to the filter. Physician informed. Line no longer sterile/usable and removed by rn. Patient had to go to operating room (or) for urgent c-section. Physician to administer spinal in or. This resulted in additional procedure and delay of surgery start time. Per physician, this is the second occurrence of this type of defect in this specific kit resulting in potential harm from infection, inadequate pain relief. Other rns suspect that the clamp on the catheter was not clicked on tight enough.